Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient's surgery went well.

Manufacturer narrative:
The recipient's site has reportedly healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers and slices were observed near the electrode ground ring and along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires along the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The residual gas analysis test was compromised during the failure analysis process. The device passed the electrical tests performed. This device was explanted for medical reasons. This is the final report.

Event description:
The recipient was reportedly implanted in an attempt to decrease issues with tinnitus, but it has not improved. The recipient was recommended to wear the device to help improve the tinnitus, however, the recipient ceased device use. The recipient has elected explant surgery. Revision surgery is scheduled.